Event description:
It was reported that the pt had been experiencing several symptoms that have manifested themselves since she was implanted in 2007. The pt indicated that she believed they were neurological problems. Events included "shooting pain" in legs and lower back, change in sensation of touch (painful), numbness in toes and feet, bowel problems (burning and constipation), loss of libido, loss of appetite, weight loss, constant back spasms, and increased sensitivity and pain along entire implant. Pt was considering having the device removed. The concentration and daily dose of baclofen being administered via the pump were not reported. Add'l info has been requested from hcp, but was not available on the date of the report.